Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a 35v failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) advised the customer that the failure could be due to the power management (pm) printed circuit board assembly (pcba) or the motor controller (mc) pcba. The rse provided the customer with the part numbers of the pm pcba and mc pcba to order and replace.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.